Event description:
Reportedly the coupling of the floating mass transducer (fmt) was not ideal but the user was still reporting subjective hearing benefit with the device. Recently he stopped receiving benefit when using the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient has no longer benefit with the device. In situ measurements are indicative of a device malfunction. However to determine an exact root cause a device investigation of the explanted device is necessary. Further trouble shooting is planned.

Event description:
Reportedly the coupling of the floating mass transducer (fmt) was not ideal but the user was still reporting subjective hearing benefit with the device. Recently he stopped receiving benefit when using the device. Futher trouble shooting is scheduled for (B)(6) 2023. The user is unsure about having a revision surgery.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient has no longer benefit with the device. In situ measurements are indicative of a device malfunction. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is not planned at the moment.

Event description:
Reportedly the coupling of the floating mass transducer (fmt) was not ideal but the user was still reporting subjective hearing benefit with the device. Recently he stopped receiving benefit when using the device.